Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that the display screen was blank, that moisture ingress was located behind the display, and that the issue was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The display screen was functional. The alleged blank screen complaint was unable to be duplicated. A leak test failed due a battery compartment leak. The pump cover was removed to find further moisture corrosion to the power printed circuit board and to the infrared circuit.